Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the endoscopic image portion briefly turned black and white during an endoscopy diagnostic procedure involving an olympus video system center. The procedure was competed using the same device. There was no patient injury reported.